Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 16 of the patient's mouth. Details of surgery: implant surface not completely covered with bone and sinus perforation. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.